Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with auto mode feature. Troubleshooting did occur but issue was not resolved. Blood glucose level at the time of incident was 423 mg/dl. Sensor will be returned for analysis.